Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography procedure using the subject device, "the cut was much worse than usual", resulting in a procedural delay of greater than 30 minutes. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. The event was initially conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. Additional information was received that confirmed the procedural delay was less than 30 minutes. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: knife wire broken, was scorched and melted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported allegation may have been due to the cutting wire and endoscope being too close to each other; the knife wire breaking may have been due to an electrical discharge between the cutting wire and distal end of the endoscope causing the cutting wire to become hot and break. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the procedural delay was less than 30 minutes. There was no patient harm or additional intervention caused by the delay.